Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the patient feels a daily thump, thump, thump. Follow up was obtained and indicated that the thump, thump, thump is most likely the patient's left ventricular (lv) lead that has diaphragmatic stimulation. The patient's chart indicated that the outputs on the lead were decreased and the lv lead remains in use. No patient complications have been reported as a result of this event.